Event description:
The patient received therapy on 06/02/2000 and went in 2000 to see the physician for an interrogation. At the time of therapy delivery, sensing was occurring appropriately and the patient was converted from a tachyarrythmia according to stored electrograms. However, real-time electrograms at the time of the office visit showed a complete failure to sense, with bradycardia pacing continuing regardless of the pt's intrinsic rhythm. The device was removed from the leadwires. It was noticed that the "ring" was not screwed tight in the header. The leadwires were tested and good r-waves were observed. The device was placed back on the leadwires and again failed to sense intrinsic rhythm. A new device was implanted.